Event description:
Initial reporter indicated that their vns patient had hoarseness since implant with their vns. Exploratory surgery was performed to see if the leads were correctly implanted. No issues with the leads were found. Diagnostics testing within normal limits. Lead impedance was 3644 ohms.